Manufacturer narrative:
THERE IS AN INSTRUCTION THAT STATES, "BURNS CAN OCCUR REGARDLESS OF CONTROL SETTING, CHECK SKIN UNDER PAD FREQUENTLY" AND CONSUMER FAILED TO PERFORM THAT INSTRUCTION. PRODUCT HAS NOT BEEN EXAMINED. 3rd degree burn

Event description:
CONSUMER HAS ALLEGED THAT A HEATING PAD CAUSED BURNS TO HER STOMACH.